Event description:
A sentrant sheath was used as a conduit for the implantation of a transcatheter heart valve. It was reported that the patient reportedly had an iliac dissection where the sheath was in the artery. The dissection was caused in the iliac artery by the sentrant sheath because the vessel was calcified. The iliac artery was successfully repaired with balloon and stent. The patient had two stents placed and was sent out of the room to the post procedure area. The patient was hemodynamically stable when the patient left the operating room. The patient then arrested and expired. Per the physician, it was thought that the patient had possible tamponade; the tamponade was caused by a temporary pacing lead and had nothing to do with the sentrant sheath in the iliac artery. It was also noted that the patient sustained bleeding and blood loss. Per physician, the procedure indirectly caused patient death.

Manufacturer narrative:
(B)(4).